Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation of the device by olympus, it was found the probe unit was cut. In addition, the user report was confirmed. The distal sheath of the scope was leaking. The investigation also found the ultrasound cord was buckled and the ultrasound imager had broken elements. The distal sheath, distal sheath adhesive, light guide lens, and light guide bundle were found to be non-olympus components. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was initially reported that the ultrasonic gastrovideoscope failed the leak test during reprocessing. During evaluation of the device by the manufacturer, it was then found the probe unit was cut. This medwatch report is being submitted to address the failure found during evaluation. There was no patient involvement or impact to patient care due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. The probe may have been cut due to an external force or due to deterioration from aging. The instructions for use contain the following statement that may help detect the reportable event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities." Olympus will continue to monitor for similar events.